Event description:
During screw insertion for a first metacarpal fracture, three screws broke intra-operatively in the shaft of the t-plate. The shaft of the three screws were left in the patient, while the head of the screws were removed. The position of the plate was not changed and a 4th screw was successfully seated in the shaft of the plate. Reportedly, patient is doing well. This is the 1st of three reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Not previously reported. Date device received for evaluation. The screw heads were broken off during insertion. The measurable dimensions of the broken screws were checked and found to be in compliance with the technical drawings and ao/asif specification. The lot numbers are unknown and manufacturing and raw material documents could not be reviewed. The surfaces of the cross-sections are homogeneous; no anomalies of materials structure were found. We consider these breakages to be caused during mechanical overloading situations. If the patients bone is hard we recommend tapping the hole before insertion even if a self-tapping tip was chosen for the operation.